Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in severely tortuous unspecified coronary vessel. A 2.50mm x 12mm promus element plus stent was inserted into a guiding catheter, and the physician "felt uncomfortable". Therefore, the physician removed the device and the stent was noticed to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in severely tortuous unspecified coronary vessel. A 2.50mm x 12mm promus element plus stent was inserted into a guiding catheter, and the physician "felt uncomfortable". Therefore, the physician removed the device and the stent was noticed to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the stent was damaged at the proximal end. Four struts on the most proximal row were pulled/ pushed outwards. The hypotube was kinked at various locations and the midshaft was kinked just distal to the midshaft bond. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).